Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient had an ams apogee graft implanted on (B)(6) 2008 for "repair of enterorectocele." It was reported that the mesh had eroded through the posterior vaginal wall. It was also reported that the patient has experienced "pain, bleeding, infection, fever, painful intercourse, urinary problems, bowel problems, and recurrent organ prolapses." It was also indicated that the patient has "degenerative problems" in her spine and pelvis. The patient may have a surgery in the future to remove the graft.